Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the system error 105, which was reproduced. It was observed that the motor flex tail was not secured into the j7 connector properly. The clamp for the j7 connector was up, allowing the flex tail to move freely. This can cause multiple motor related errors. The j7 clamp was closed, properly securing the motor tail. Additional information: loose or intermittent connection.

Event description:
During baxter's evaluation of a spectrum pump, the device displayed system error 105. There was no patient involvement.